Event description:
It was reported that the stent was not fully expanded requiring additional intervention. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post procedure, the patient experienced a hematoma on the left side of their neck and was readmitted through the emergency room. Imaging was performed and it was then identified that the stent was not fully expanded. The stent was compressed due to significant calcification. The patient had a repeat left tcar procedure in which the stent was ballooned and treated with a non-boston scientific balloon. There were no further complications and the patient was discharged.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.